Event description:
A malfunction was reported on the pump, and there were no notable events that occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.